Event description:
Surgeon reports 2 cases of sterile endophthamlmitis over the past 10 months. The cause of the events is not known and the facility is looking into all possible causes. They are not blaming product.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to manufacturing documentation.